Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was exhibiting loss of capture and unable to obtain pacing threshold measurements approximately two weeks post implant. There was suspicion of a microdislodgement. A revision procedure took place and the lead was successfully repositioned. It was reported that the patient continued to receive left ventricular pacing therapy prior to the revision procedure. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.